Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s nausea was worse since last week. The patient¿s stomach was not doing well. The symptoms were reported to have had a sudden onset. The patient asked for a clinician programmer to be sent to her managing physician to have her device checked. Additional information reported that a programmer was sent for the patient¿s appointment on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that there was not a 50% or greater symptom reduction. Cause of the event was undetermined. It was not suspected to be device related. No reprogramming was noted. Impedance measurements were within normal range and battery was okay. The patient was alive and well.